Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional device return information could not be obtained.

Event description:
The patient reported frayed and exposed wires of the power supply cord. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system including one i3 accessory power supply with box was received for evaluation. External visual inspection of returned material revealed exposed/frayed wires to the power supply. The reported event of frayed and exposed wires on the power supply was confirmed.